Event description:
After 1 year and 4 months, the patient presented with pain related to a loose stem, and the cause is unknown. The surgeon diagnosed the stem as being &ldquo; potted, & rdquo; meaning it was distally fixed but loose proximally, creating a &ldquo; windshield wiper&rdquo; effect. The surgeon revised the stem using a competitor implant and also revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch reviewperformed on 10 october 2025. Lot 2308192: (B)(4) items manufactured and released on 13 july 2023. Expiration date: 27-june-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event.